Event description:
This complaint is now reportable based on the analysis completed on 06/12/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.25x16 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the moderately tortuous, non-calcified diagonal. The lesion was not predilated. No patient complications were reported. The procedure was completed with balloon dilatations. Patient status reported as "stable". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. Slight kinks were found on the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.014 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.